Manufacturer narrative:
The impella device was discarded by the customer and therefore, an evaluation of the device was not possible. Should any new information be received, a supplemental manufacturer device report will be filed.

Event description:
A notification was received via abiomed¿s long-term outcome and quality indicator (loqi) impella registry regarding a patient who experienced bleeding during impella cp support. Actions taken are unknown. The patient expired while on impella support.